Event description:
It was reported the device states 'diagnostic data unavailable'. There were two af episodes that were two minutes each, but there was no ECG or trending data available for them. It is not known how the parameter 'record ECG off' was programmed for af episodes. It was further reported that an episode was not available for review for atrial fibrillation (af). It was determined that all of the episodes of af were below the minimum threshold for the episode to be viewable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device states 'diagnostic data unavailable'. There were two af episodes that were two minutes each, but there was no ECG or trending data available for them. It is not known how the parameter 'record ECG off' was programmed for af episodes. The recorder is still in use. No patient complications have been reported.